Event description:
It was reported to philips that the system gave an alert indicating stand movements were partly available. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use. A non-emergency treatment was completed by moving the patient to another room. The philips field service engineer (fse) visited onsite and confirmed that stand movement is partly available. Upon troubleshooting, fse found that slow movement bodyguard warning from xray tube cover. A review of the system log file confirms that stand movements are partly available. The issue was resolved by replacing the xray tube cover. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.